Event description:
Balloon canula was inserted into abdomen for laproscopic cholecystectomy. On camera staff and surgeon watched the balloon deflate as inflated. The surgeon did not feel that she had knicked the balloon during insertion. Surgeon wanted co to be made aware. A second balloon was inserted without problem. Pt was not harmed.